Manufacturer narrative:
Expiration date - unknown due to unknown product code and lot number. UDI - unknown due to unknown product code and lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown product code and lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved destination sheath broke at the proximal end upon removal at conclusion of procedure. The procedure was a leg revascularization and was a success, no adverse events or blood loss. The patient's condition was fine. Additional information was received on 10mar2020. The break was external upon removal, and no additional intervention was required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr 45 cm destination sheath was received for product evaluation. The sheath was returned however, the hub was separated from the sheath. Visual inspection of the sheath revealed that the shaft of the sheath was stretched and completely detached from the hub. There were several kinks and the inner stainless-steel coil was exposed at various segments of the sheath. The total length of the sample was measured to be 69 cm. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the manipulation of the sheath and resistance was likely due to the significant amount of scar tissue and calcification paired with the patient's previous medical conditions may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 22apr2020. The vessel being treated was the left common femoral artery. A 6fr destination 45 cm was used. They went up and over to cross an occlusion at the sfa. The patient had previous surgical work, and the patient had significant scar tissue and there was calcification. The removal of the sheath along with the glidecath required greater than normal pressure. The physician reported that the significant amount of scar tissue could have attributed to the breakage.